Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device was not coagulating like it should when clamped on tissue. They were cleaning in between. They completed the procedure with the device and another harmonic ace device. There was no pt impact.